Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00233 on 30jul2020. Date of event in section b3 was corrected to (B)(6) 2020. Date received by manufacturer in section g4 was corrected to 07/22/2020.

Manufacturer narrative:
This issue was confirmed to be attributed to a user error. The customer was not wearing the proper personal protective equipment (ppe). System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer was exposed to biohazardous material while troubleshooting a 'vessel feeder pick up' error on the dimension vista 500 instrument. The customer was exposed to patient serum on his hand and was not wearing gloves. The customer did not require medical attention and stated that he washed his hands. There are no known reports of patient intervention or adverse health consequences due to the event.